Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product unavailable for analysis

Event description:
(B) (4) - peripheral cutting balloon registry. It was reported in (B) (6) 2004 the patient underwent treatment for the peripheral cutting balloon device for two target lesions. The target lesions were identified in the femoral artery. The first lesion was de novo, no vessel tortuosity with moderate calcification. Angiographic data reported the reference vessel diameter measured at 6 mm and target lesion pre-procedure 90% stenosis; target lesion length at 20 mm, target post-procedure 25% stenosis. Lesion morphology, concentric stenosis and highly calcified lesion. The second lesion was de novo, no vessel tortuosity, moderate calcification at target lesion. Angiographic data reports reference vessel diameter of 6mm with 90% stenosis. Target length 5 mm; post-procedure 20% stenosis. Lesion morphology reported as concentric stenosis, tight stenosis lesion. 1 and 3 month follow up assessment was not reported. In (B) (6) 2005, 6 month follow up assessment, patient vital status was alive; the target lesion did not remain patent since the procedure. The patient did not experience any adverse events nor had intervention on any vessel since the procedure. 12 month follow up assessment was not provided.